Event description:
Caller states patient received result of 22 mg/dl on the inform system and 290 mg/dl on lab value within 10 minutes. No treatment information provided. No adverse event reported. Requested return of suspect device however caller no longer has the test strips; replacement was sent.

Manufacturer narrative:
Will not be returned to manufacturer.